Event description:
It was reported that the pt experienced a shocking or jolting sensation around the implantable neuro stimulator site, and that the stimulation was intermittent. After one shock or jolt, the pt did not feel the stimulation. The pt turned up the stimulation and felt it "on and off". There was no known accident or incident related to this complaint. The pt's status was reported as "fair". Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).